Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0wlta, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient presented with return to less than 50% improved. Patient had some falls. Impedance check was performed at 1.5/300 and all but c,0 were >4000. Patient was programmed to c+.0-. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for bowel dysfunctional/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0wlta, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the cause of the high impedance and return of symptoms were from the fall and that the patient was scheduled to have a new lead placed. The rep noted the return of symptoms had been resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot# va0wlta, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown whether or not the device would be returned as it was depending on the account. The representative reported they would be happy to update after the case was completed. There were no further complications reported/anticipated.

Manufacturer narrative:
Event date is approximate. Product ID: 3889-28, lot# va0wlta, implanted: (B)(6) 2015, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2019-06-09, UDI#: (B)(4). Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had fallen getting out of a pool a year ago in 2017. The patient reported that the fall was not related to an issue with their stimulator. The patient reported that the lead had broke in half and they implanted a new lead for their stimulator. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot# va0wlta, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the customer discarded the device. There were no further complications reported/anticipated.